Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to disassociation of hip components.

Manufacturer narrative:
No devices or photos were returned; therefore, no evaluation of dimensional conformity or assessment of device condition could be accomplished. No manufacturing lot numbers were provided; therefore, no device history records review could be accomplished. These devices are used for treatment. Op-notes or x-rays were not provided to assist in assessment of soft tissue laxity or device positioning. Devices reported are compatible and the surgical technique was followed. No manufacturing lot numbers were provided to perform a part/lot complaint search. With the information provided, a definitive root cause for the event cannot be determined with certainty at this time.